Event description:
Customer reported experiencing a low blood glucose level, detected solely through a continuous glucose monitor, with the lowest reading being 50 mg/dl. Cause was not known. The customer independently consumed carbohydrates to address the low glucose level and did not require third-party assistance. Despite the unknown cause of the low glucose level, the customer opted not to proceed with a supplies or system check.